Event description:
A customer reported that dull knife blades were experienced during two separate surgeries. Bandage contact lenses were applied at the end of both procedures. Additional information has been requested.

Manufacturer narrative:
(B)(4) unopened knife samples were received by manufacturing in unopened blister packages. The returned samples were from the customer identified lot number 998812m and the samples are shared with linked file (B)(4). The samples were examined per facility procedure and all were found to be visually conforming. Penetration testing was performed on all (B)(4) samples. All penetration test results were determined to be acceptable as compared to the maximum allowable penetration test specification of 100 grams of force. Two component knife lots were used to make up the customer's identified lot. A device history record review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that this is the second complaint for the reported lot number and the second for the reported event. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. This is the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).